Event description:
The pt complained severe knee pain and instability after some sound heard in knee 3 weeks ago. So dr. (B)(6) tested rom and stability in knee. He guessed post fracture, so he decided to do revision survey to consider liner change or tibial revision. When revision surgery, surgeon found out post fracture of insert, and changed the tibial insert.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.